Event description:
During a five graft bypass surgery the oxygenator began to leak blood from the gas outlet. The oxygenator was changed out. The patient was arrested for seven minutes during the change out, but suffered no ill effects.